Event description:
Admitted as an inpatient to a hospital for thigh bg. Significant event leading to hospitalization was high bg. Trouble shooting was performed and pump appeared to be functioning normal.